Event description:
The event is reported as: complaint alleges: physician was attempting to ligate a structure using the clip applier to occlude the structure and according to the circulator, none of the clips would lock. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.